Event description:
It was reported that insulin was not coming through the cartridge or infusion set tubing as expected during the fill tubing sequence. Reportedly, customer observed that a drop of insulin formed at the end of the tubing; however, the drop would get smaller as if the insulin was retreating back into the tubing while the fill tubing sequence was still running. The customer completed multiple cartridge and infusion set changes to address the issue; however, the issue persisted. Blood glucose was 255 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.